Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse replaced the r1 probe inner wash valve, sample level sense board, and sample probe inner wash valve which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) results were within laboratory¿s established range prior to the event. Patient demographics were not provided. The customer provided initial results for one (1) patient sample.